Manufacturer narrative:
The device was returned to olympus repair center for evaluation. The evaluation of the device confirmed that the reported event was reproduced. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. The exact cause of the reported event could not be conclusively determined. However, omsc guessed that the reported event was caused by defect of led due to aging. If additional information becomes available, this report will be supplemented.

Event description:
User facility reported that lamp error e105 had occurred.there was no report of patient injury associated with this event.